Event description:
It was reported that the device allowed a unipolar lead to be checked in bipoloar mode. The patient was not affected and it was noted that the pacemaker dependent patient must have had and escape rhythm during the check. The device was reprogrammed back to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.